Event description:
It was reported that during a post-op check, a drop in r-wave sensing was observed on the right ventricular lead. No patient symptoms were reported. Device reprogramming was performed and sensing values increased in the unipolar configuration. A chest x-ray was performed and the lead was found to be in place. During a follow-up on (B)(6) 2015, increased sensing values were observed in both the unipolar and bipolar configurations. Device reprogramming was performed and the patient would be monitored.

Manufacturer narrative:
(B)(4).